Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 400 mg/dl. The customer was assisted with trouble shooting and found that the sensor was bent after removing it from the body. The customer was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.